Manufacturer narrative:
Updated information: d4 catalog number updated. H6 impact code f01, f2301, and f19 removed and replaced with f26.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, slight oozing was noted from the access site after closing. Anastomosis was not bleeding when closing. Pressure dressing was applied and a 3 point fixation was applied. Additionally, the p-level was turned down to p3 but the pump gave ¿preventing retrograde flow¿ alert so speed was increased. At this time, the patient is still on impella support.

Manufacturer narrative:
Correction: h6. The investigation of the reported failure mode has been completed. No product was received for evaluation access site adverse event: the root cause of the access site adverse event is due to use error as there was improper anticoagulation management. Retrograde flow: the data logs show that there were no large discrepancies in motor current, but there were spikes in ps before the alarm occurred. Since the pump was at p-3, the flow was calculating off of the ps. The pump flow calculation was less than 0.1 l/min at points triggering the minimum motor speed to be increased. Due to a lack of clinical details and no product surrounding what was occurring during this time, the root cause of the retrograde flow cannot be determined. Difficult to deliver or advance: the root cause of the difficult to deliver or advance cannot be determined. Device in wrong position: due to a lack of sufficient information, the root cause cannot be determined. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Explant date is added. No product returned, only event logs were returned and investigation was completed. Based on the clinical information, the root cause of the access site adverse event is due to user error. The data logs show that there were no large discrepancies in motor current, but there were spikes in ps before the alarm occurred. Since the pump was at p-3, the flow was calculating off of the ps. The pump flow calculation was less than 0.1 l/min at points triggering the minimum motor speed to be increased. Due to a lack of clinical details and no product surrounding what was occurring during this time, the root cause of the retrograde flow cannot be determined.